Event description:
A health care professional reported during intraocular lens (iol) implant procedure; the lens got stuck in cartridge. The plunger pushed the iol, but lens did not move forward. An attempt to extract the iol from the cartridge using viscoelastic was also unsuccessful. With a similar iol a second surgery was performed for iol implantation in the aphakic eye without any harm to the patient. The patient condition was healthy. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.